Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. Development of infection at the sensor insertion site is a known and anticipated potential adverse effect. The sensor is inserted by making a small incision and placing it under skin, and potential for developing skin irritation/inflammation/infection at the insertion site is a known anticipated adverse event. The user was prescribed with antibiotics (doxycycline) by hcp to treat the infection at insertion site. No further investigation is required.

Event description:
On 08 january 2025, senseonics was made aware of an incident where user reported infection at insertion site with symptoms of pain and redness. The user's infection was confirmed by the clinics and antibiotics were prescribed to treat the infection(doxycycline).